Manufacturer narrative:
We have not received the complaint device for evaluation. However, we have confirmed the reported incident based on the picture of the defect provided to us. At this time, we are inconclusive about the root cause of the defect. It is possible that the glue was not properly applied on this stopcock joint during the assembly process. We currently have a corrective and preventive action (CAPA) open to address this issue and prevent them from reoccurring. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The malfunction was detected during pre-use check. Surgeon used another f3-s shunt for the procedure.

Event description:
During pre-use check, when the user inflated the common carotid balloon with saline, a leak was detected at the stopcock joint.